Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A manufacturing record evaluation was performed for the finished device [52305] number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: h6: method codes: a manufacturing record evaluation was performed for the finished device [52305] number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the instrument (expressew iii ac+ gun) was bent at the tip, unable to be used in the future. The complaint device was received and evaluated. Visual observations reveals that the expresssew is slightly worn and used, but in expected condition. Visual inspection confirms that the end of the capture jaw is bent. When performing functional test, the needle was loaded into the device, however it was stuck at the middle of the shaft. Therefore, this complaint can be confirmed. The possible root cause for the bent jaw condition can be related to the constant use of the device that causes metal fatigue. Since this device is reusable, the metal begins to lose it's shape due to the continuous usage. For the stuck needle, it can be attributed to the possibility that the device retained bio-debris inside the shaft and was not thoroughly cleaned causing the needle to stuck inside the device. A manufacturing record evaluation was performed for the finished device [52305] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the sales rep via complaint submission tool that it was informed by spd, that the instrument (expressew iii ac+ gun) was bent at the tip, unable to be used in the future. The device is available for evaluation.